Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing residual incontinence because his artificial urinary sphincter (aus) cuff was too large, so he underwent a surgical procedure in which the 5.5 cm cuff was explanted and a new 5.0 cuff was implanted. There were no patient complications.